Event description:
Report received of an overdelivery. The customer contact placed electrolytes on station #4 and programmed it to deliver 104ml. It was reported that the bag drained out and the display gave an "empty supply container" message. Pt did not get a check received message. No compounder fluids were ever dispensed to pts. Though requested, there was no further info available.